Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-g2 (first name, last name, email address, phone number) corrected. Preliminary analysis results showed that the pacemaker switched in standby mode due to a temporary decrease in the battery voltage.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the subject pacemaker was found in standby mode. The device was re-initialized on the same day and the previous device settings were restored. Measured data did not reveal any anomaly. The patient reported she might have been exposed to sources of electromagnetic interferences (emi). No patient symptoms were reported.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the subject pacemaker was found in standby mode. The device was re-initialized on the same day and the previous device settings were restored. Measured data did not reveal any anomaly. The patient reported she might have been exposed to sources of electromagnetic interferences (emi). No patient symptoms were reported.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the subject pacemaker was found in standby mode. The device was re-initialized on the same day and the previous device settings were restored. Measured data did not reveal any anomaly. The patient reported she might have been exposed to sources of electromagnetic interferences (emi). No patient symptoms were reported.